Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was a black foreign object inside the air/water nozzle and the air/water nozzle was clogged as reported, and also found that as the result of a component analysis of the black foreign object, the component of the foreign object was silicon-based resin (rubber). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc considered that the reported phenomenon might be caused by the invasion of a broken piece of silicone rubber by deterioration because silicone rubber was used for packing of the air/water valve, packing of the water supply connector, or rubber of the air/water or suction channel port. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Then, the subject device transferred from sorc to omsc, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, it was found that the air/water nozzle of the subject device was clogged. During the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that there was foreign object inside the air/water nozzle. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor kaigen. There was no report of patient injury associated with this event.